Event description:
As reported to customer by japanese distributor, the package containing one single, sterile, pressure monitoring line was opened prior to them opening the pouch. The packaged device was returned for evaluation. It was not used and there was no patient injury.